Manufacturer narrative:
Additional information will be provided once investigation is completed. Lot number 09328ae2 is also implicated in this report.

Event description:
It was reported that the surgeon was performing an arthroscopy surgery at the shoulder of the patient with a serfas console. Allegedly, the use of the instrument was carried out in intervals of approximately 30 seconds. It was further reported that suddenly, the plastic material and the metal tip of the serfas tube with the lot number 09334ae2 burst away after time of use. The surgeon reported that the metal fragment could be localized after a surgical opening of the patient's shoulder and could be removed from the wound. Allegedly, no plastic fragments could be found. It was further reported that the hospital rejected any further use of the serfas probes and returned 4 units of the serfas probe type precautionarily as a complaint.